Manufacturer narrative:
(B)(4). Date sent: 01/04/2022. H6: health effect ¿ clinical code = gastrointestinal system (e10). An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product or additional information is received at a later date, the investigation will be updated as applicable. An evaluation of the manufacturing documentation could not be completed as the lot/batch number was not provided. Additional information was requested, and the following was received: after speaking with surgeon, he believes that a manual circular was used for this procedure and not a powered. Was a leak test performed? Yes, proctoscope with air insufflation, good distension. Was the staple line visualized endoscopically during the initial surgical procedure? - no visualization. How many days postoperative did the leak occur? -identified pod5, started developing pod3. How was the leak identified? ¿ CT scan showing disruption (CT scan obtained because of tachycardia, leukocytosis, ileus). What was observed at the site of the leak upon reoperation? - >50% disruption of the staple line. How was the leak addressed? ¿ resection of anastomosis and end colostomy.

Manufacturer narrative:
(B)(4). Date of event: unknown, assumed 1st day of month that complaint was reported. Batch # unk. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How many days postoperative did the leak occur? How was the leak identified? What was observed at the site of the leak upon reoperation? How was the leak addressed?.

Event description:
It was reported that approximately one-week post-op of a sigmoid resection procedure a post-op anastomotic leak was discovered. Leak test performed at the time of the procedure with no leaks found. Patient is in ICU with an open abdomen. Patient returned to operating room (B)(6), 2021, but no further action was taken the abdomen was left open.